Event description:
It was reported that the pump failed rate accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected; d4 - primary UDI number corrected. One device was received for evaluation. Visual inspection noted a peeling downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was trimmed and the dso/uso seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.